Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated the cxd will not connect bags to cassette, shuttle will not move both directions. The baxter technical service representative (tsr) initiated a swap. Baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of the cxd issue as the patient did not report this to her. However, the patient has resumed therapy successfully. The nurse stated that the patient has been sick with pneumonia, however, this is unrelated to this event of dianeal therapy. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The device was not returned and since the lot / serial number is unknown the evaluation of the device could not performed. Based on available information, the cause for the event is undetermined.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.